Manufacturer narrative:
The inpen paired to the commercial app. Inpen received with leadscrew fully retracted. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Battery investigation was performed, and battery measured 3.029 volts. No battery anomaly noted. Inpen passed front cap investigation. In conclusion: inpen received working as design. No communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication from inpen to mobile. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed and confirmed customer received the reported issue, but unable to resolve with existing troubleshooting or labeled instructions no harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer response was the device will be returned. Customer will discontinue using the pump.